Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium results generated from alinity c processing module for a 41yrs old female patient. The results provided were: sid (B)(6) initial=6.56 mmol/l /repeated=4.0 mmol/l. Laboratory reference range for potassium=3.50 to 5.10 mmol/l. There was no reported impact to patient management.